Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Remaining customer gel cards were returned to ortho for further investigation. Returned cards containing the appropriate liquid levels performed as expected. Mxp1991599, qerts# 428481.

Event description:
Report 17 of 29. Account has one box of abd/abd cards lot 081117053-04 that they received on 1-18-2018 and the a and b typings are not correct. Sometimes they get false positive, sometimes false negatives (i.e ab is testing as o, o is testing as ab). D typings are fine. Account only uses cards for donor retypes and this is the only box they have. Account is now doing donor retypes on abd/reverse cards without any problems. Issue started on: reported (B)(6) 2018. Frequency: multiple times ; approximately 29 gel cards. Microtubes/wells or cell (donor #) affected: only the forward a and b microtubes. D typings not affected. Methodology used: manual gel. Reaction grade obtained: sometimes false positive, sometimes false negative. Customer was expecting: results to be accurate. Daily qc was performed today with no problem. Sample type: donor units. Cards /cassettes/ storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Image of an unused card was obtained and image will be attached. Account has switched to abd/reverse cards and problem has been eliminated. Will issue rga to get cards back. Will replace one box of cards.